Event description:
The patient experienced mild increased pain. On (B)(6) 2011, the rate was increased by 6%. Previous settings were dilaudid 3.0 mg/ml, 1.8910 mg/day, bupivacaine 30 mg/ml, 18.910 mg/day, baclofen 600.0 mcg/ml, 378.20 mcg/day, and clonidine 800.0 mcg/ml, 504.27 mcg/day. Updated settings were dilaudid 2.0014 mg/day, bupivacaine 20.014 mg/day, baclofen 400.28 mcg/day, and clonidine 533.71 mcg/day. Dye study revealed that the catheter had dislodged from the intrathecal space. On (B)(6) 2011, the intrathecal portion was replaced. The outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: (B)(6) 2009, product type catheter, product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type.